Event description:
A cs29 was used with an idrivec during a colostomy closure procedure. When an attempt was made to close the cs29, the close button of the idrivec was unresponsive. The cs29 was subsequently opened by pressing the open button of the idrivec; however, when the close button was pressed again, the device fired without the cs29 being within firing range. The result was that the staples were only partially deployed, neither was the tissue cut. The procedure was successfully completed by use of another idrivec and another cs29.

Manufacturer narrative:
Visual examination of the returned cs29 confirmed that the device did not staple or cut tissue; the clamping drive clip had been damaged. When the device was attached to the idrivec in an attempt to fire it, it failed to calibrate and could not be used. The damaged drive clip was the root cause of the failure to cut or staple tissue. The concomitant device (idrivec) was also tested and functioned per specifications. Eval summary: the cs29 anvil staple pockets showed no staple formation and the cut ring had no cut. The dlu failed to calibrate because of damaged clamp drive clip. Unit was attached to idrive for functionals test. Idrive clamp shaft kept tuirning without closing dlu anvil and eventually red light on the idrive was displayed. Root cause: the slot edges of the anvil drive shaft are worn indicating the drive shaft rotated in but did not engage the dlu drive clip. The first attempt to close the anvil, if held long enough for the device to calculate the anvil is closed, followed by a press of the close button would "move" the anvil to firing range. Press the close button a third time and the close button is armed to fire. A forth close operation and the device fires the dlu the anvil is open but the idrivec thinks the anvil is closed.